Manufacturer narrative:
Device was returned on (B)(6) 2019 and investigated. The investigation results are as follows: the complaint was confirmed. The locking spring was found to have been assembled incorrectly, once the finding was corrected, the device needle button functioned with no further issue. The root cause was confirmed to be an assembly error with the locking spring. Scar 275 has been opened.

Event description:
The patient called in to report that when she depressed the needle button on two of her v-gos the needle button went in but after a few minutes the needle button released. She took off the v-gos and put on a new v-go each time. She verified she did not accidentally hit the needle release button, or bump up against something. She wore both v-gos on the abdomen. I went over proper placement and the patient is following proper placement.